Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that orders were not crossing to es server. A technical support specialist confirmed that no issue found when remoted in and recent orders were crossing. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be cce site (covered under enterprise lic.).

Event description:
It was reported when using the bd pyxis medstation system, multiple orders were not crossing to es server, caused a delay in dispensing medication to the patient. The customer confirmed that there was a 7-hour delay in patient care. However, there was no patient harm reported. There were no adverse events or injuries reported based on this event.